Event description:
Caller reports patient received unknown insulin based on result of 445 mg/dl obtained on the inform system. Caller states patient "arrested" following insulin administration and was transferred to the facility's micu (caller was unable to estimate how much time elapsed between insulin administration and event). Approximately 9 hours after the result of 445 mg/dl was obtained, caller reports the patient received result of 264 mg/dl on the inform system; a lab value of <20 mg/dl was obtained about an hour later, and a second lab value of 25 mg/dl was reported 4 minutes after the first reported lab value. Patient received unknown medical treatment based on the lab value. Patient remains in the hospital and has been diagnosed with "syncope collapse;" his condition has improved. Requested return of suspect device and replacement was sent.